Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, image is intermittently interrupted, could not be identified. Presumably, the ¿image is intermittently interrupted,¿ event occurs due to the endoscopic communication not working properly because the sdi cable was connected to the third-party product. The root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: according to the information in the instruction manual (revision 0) at the time the product was shipped for the cv-190, which was used in combination, the following description is found. It is determined that this can prevent the indicated phenomenon. To display endoscopic images, connect the output terminal of the video system center directly to the monitor. Do not make the connection via any ancillary equipment. Images may disappear during observation depending on the condition of the ancillary equipment. Traced: evis exera iii video system center olympus cv-190 instructions (dangers, warnings, and cautions_warning_p10).¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monitor image would intermittently drop about once every minute. There were no reports of patient harm.